Event description:
No other updated information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: rigid tube was dented, light guide bundle was chipped, component failure of the light guide bundle and component failure of the video connector. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: large tension exerted on the cable or physical impacts. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid videoscope showed abnormalities in the image. The issue occurred during inspection of a diagnostic procedure and was completed using an olympus backup device. There were no reports of patient harm.